Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient alleges the pump delivers inaccurately. Patient experienced blood glucose levels ranging from 300-800 mg/dl; went to the hospital where her blood glucose level was 800 mg/dl and she was treated with an insulin infusion and an insulin pen. Requested return of the alleged device for evaluation.